Event description:
Rising creatinine with no urine output.

Manufacturer narrative:
Bilateral stents were inserted and normal creatinine levels were reported after stent removal 6 weeks later; however, there was a recurrence of bilateral vur. A vesicostomy was done 3 months later. After 5 years, the patient underwent a bladder augmentation and no vur was present at the time of surgery. Please note that this patient had grade v vur; deflux is indicated for grades ii-IV. On october 31, 2007, we provided a medwatch form covering 5 cases of ureteral obstruction reported in a literature article and gave that report our internal number of 89560-2007-004. We explained that we would contact the authors to get details of the cases. One of the authors, dr. Andrew kirsch, has provided details on his patient and the information is reflected in this medwatch form. No other authors have responded yet and we will continue efforts to obtain details on each of the other four patients.